Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on 2018-jan-22 regarding a patient receiving fentanyl, bupivacaine, unknown baclofen, and dilaudid (doses and concentrations unknown) via an implanted infusion pump. The indication for use was non-malignant pain. It was noted that the patient has had about 50 surgeries in her life. In the past year, the patient had reportedly lost so much weight. During 2017, the patient was (B)(6) something pounds, but at the time of report the patient was (B)(6). The patient was not sure what caused the weight loss, but it was noted that her husband passed away and she quit eating. It was reported that the patient had nothing but trouble since the pump was implanted on (B)(6) 2013. It was noted that the patient had undergone five surgeries since implant. In 2013-2014, the patient's skin opened up because of infection. It was specified that there was no pain, just infection. The patient underwent two surgeries at this time. The patient noticed red on her skin and the skin was getting thinner and thinner, and apparently the patient's body was not adjusting to the pump anymore. They reportedly went in, cleaned the patient up, and filled her with antibiotics, but now it kept coming through the skin and causing pain at the pump site. The patient reportedly underwent two surgeries in (B)(6) 2017 to keep the pump down. On (B)(6) 2017, the patient had surgery and they had to leave some of the incision open. The next week, they had to close it. On (B)(6) 2017, the patient underwent another surgery to put it under her abdominal muscle. The patient inquired about a smaller pump, and it was noted that the patient's healthcare provider told her she could not get a smaller pump because they were more problematic, however, the patient did not have any specific information about other patient experiences. The patient reportedly knew of another patient who was told she was too small to get a pain pump. It was noted that the patient's previous pump was a smaller size. Per the patient, she said that she may not live long enough for the pump to be replaced. The patient was in so much pain in the area where the pump was that she could not live. No further complications were reported or anticipated.

Manufacturer narrative:
Patient code (B)(6) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on (B)(4) 2018. It was reported that regarding the report that they had to leave the incision open on (B)(6) 2017 a wound vac was placed over the skin closure. The cause of the infection and resulting surgeries was uncertain, but likely due to a contaminant intraoperatively despite intravenous (IV) perioperative antibiotics, (B)(6) powder in the base of the pocket, and water tight closure. It was presumed that the infection caused the pump coming through the skin and the patient's body not adjusting to the pump anymore. To resolve the pump coming through the skin, another hcp had been treating the patient. It was specified that some of the surgeries had been to relocate the pump because of site discomfort. The hcp believed that the infection and pump coming through the skin were resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j0039644r, implanted: (B)(6) 2000, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient's pump was removed due to an infection. It was noted the patient had problems for over a year and the device was trying to come out of their skin. It was stated, "it kept cutting in to me, trying to make it to stay down but it didn¿t". The patient had a spinal fluid leak and had to go to their regular doctor.